Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the image disappeared during fluoroscopy. The issue will cause the system to be unstable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.